Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient had pain at the device pocket. The implantable pulse generator (ipg) and right atrial (ra) lead and right ventricular (rv) leads were removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator (ipg), (B)(6) 2012; 5086mri52, implantable pacing lead, (B)(6) 2012. (B)(4).